Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Address- (B)(6) hospital. 510k - k130520. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. However, a movie was provided by the user. A review of the movie confirmed that foamy liquid was leaking from the gas-out port of the oxygenator. A review of the device history record and the incoming inspection record of the involved product code/lot# combination was conducted with no findings. The involved fiber lot had been subjected to the shipping inspections, which includes gas-transfer performance test and pressure-drop test. Review of the test results confirmed that there was no anomaly noted in them. IFU states: a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. Upon review of the movie showing a leak from the actual sample, it was likely that plasma leak occurred. It is likely that the plasma leak occurred due to a change in the blood properties, a surface-active substance may be generated in blood. This may lead the balance of the surface tension between the gas and blood, which is kept at the micro pores on the surface of the fibers, to be upset, and the fibers got hydrophilized, resulting in plasma leak; the pressure inside the oxygenator module raised by some factors, such as clotting, may cause the pressure applied from the blood pathway to the gas pathway to get increased. This may create the circumstances where force to push the blood corpuscle components out into the gas phase may increase and plasma component could easily leak out through the micro pores on the surface of the fibers to the gas pathway. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the capiox custom pack was used during the major vessel surgery. There was a leak from oxygenator after nearly five hours of circulation. The procedure outcome was not reported. The patient was not harmed.